Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 983.3 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was due for a pump refill. The patient had missed their refill and never followed up to reschedule one, so the pump had been empty since (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Therapy was not intentionally discontinued. The patient experienced withdrawal symptoms. It was noted that the patient's neurologist was supposed to do the refills; however, the neurologist had contacted them to see if they had done the refill, but they had not since they don't do refills. The hcp did not feel comfortable moving forward with the pump since it had been empty for several months so they wanted to permanently have the pump shut off. The code to permanently shut off the pump on (B)(6) 2019 was provided. No further patient complications have been reported as a result of this event.